Event description:
During today's open heart surgical procedure specifically the endoscopic vessel harvesting portion while using the vasoview hemopro 2 instrument for vein harvesting, the instrument stop working during surgery while the instrument was inside the patient's leg and would not seal the blood vessels around the vein that was being harvest. The surgical physician assistant (surgical pa) notice right away and made attempts to troubleshoot with no avail. A new vasoview hemopro 2 was open to replace and vein harvesting was completed with replacement instrument.